Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not available for reporting. (B)(4), lot unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital telephone not available for reporting. (B)(6). Initial reporter is synthes affiliate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery the head of the screw broke off during introduction of the screw. The broken off body of the screw is still in the patient. As a result there is now less fixation of the plate. Concomitant devices reported: plate (part number: unknown, lot number: unknown, quantity 1); stardrive screwdriver shaft t8 105mm (314.467, lot 7736553, quantity 1). (B)(4).